Event description:
It was reported that a user experienced hyperglycemia to 250 mg/dl after announcing a usual breakfast on the first day of ilet use, with glucose estimated above target for about 1.5 hours; no alerts or alarms were reported, and proper infusion set loading with an inset set was confirmed. Symptoms included no acute clinical effects. Outcomes included no need for professional medical intervention and no use of backup therapy. Investigation included user education and troubleshooting guidance provided remotely, with advice to continue monitoring and to call back if no improvement for potential supply issue assessment. Investigation of this case revealed no device malfunction reported and cause of hyperglycemia remained unclear. It was concluded that the event was non-serious and likely related to early adaptive period of automated insulin delivery with cause not definitively determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.